Event description:
Consumer left an amazon review for inteliswab claiming false negative results. Amazon review: 'I had covid and was testing periodically to see if I was negative yet. I used this test and just had a feeling the swab didn't collect enough even though I followed the directions. It is like a rough strip rather than a q-tip. My test was negative, but I still had a lot of congestion so I used another brand, and immediately it gave me a positive. Plus this test takes 30 min when many others take 15. Do not recommend!'

Manufacturer narrative:
The consumer reported a false negative inteliswab test result in their amazon review. Specific details of the collection and testing process regarding the inteliswab test was not provided. The consumer also did not provide a lot number or any other product information. The consumer stated they had covid and was testing periodically to see if they were negative yet. Another brand rapid test gave them a positive test result, but it is unknown if a confirmatory pcr test was performed. Details of the testing timeframe was not provided. Orasure technologies, inc. Is unable to contact the consumer for additional information as no contact information was provided. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
Consumer left an amazon review for inteliswab claiming false negative results. Amazon review 'I had covid and was testing periodically to see if I was negative yet. I used this test and just had a feeling the swab didn't collect enough even though I followed the directions. It is like a rough strip rather than a q-tip. My test was negative, but I still had a lot of congestion so I used another brand, and immediately it gave me a positive. Plus, this test takes 30 min when many others take 15. Do not recommend!'